Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual evaluation and a functional test were performed, the implant shows some signs of wear/use. Some minor damage was observed around its drive feature. Tested with returned cover screw and mount and both engage, disengage and function as intended. DHR review was completed for the subject lot number 1291400. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1291400 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : damaged threads and dental : functional : damaged drive feature¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was applying too much torque/speed during seating. Therefore, based on the available information, a device malfunction did occur. The implants drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that an implant at tooth site # 26 was removed because the threads were damaged. On the day the implant was placed, it was impossible for to insert the healing screw. No impact on the patient reported. Procedure was completed using a tsvb10.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: premarket identification k011028/k013227.